Event description:
The customer reported being hospitalized due to low blood glucose of 28mg/dl. The customer was experiencing unexplained low glucose for one day. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.